Manufacturer narrative:
Evaluation: device 1 of 3. (See MFR #s 1627487-2010-02702 and 1627487-2010-02703 for device 2 and 3, respectively). Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. (See MFR #s 1627487-2010-02702 and 1627487-2010-02703 for device 2 and 3, respectively). On (B)(6) 2010, the patient was implanted with an scs system. It was reported that the patient lost movement in the legs later in the afternoon following the implant. The system was explanted on (B)(6) 2010. It was reported that the patient was beginning to regain movement, and the physician didn't think the product had anything to do with the problem. All the product was thrown away and no devices were returned to the manufacturer for analysis.